Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection could not confirm the customer¿s reported problem. The image is blurry due to debris particles in the optical fiber system. The inspection also noted the directional/locking pin is loose, the light fiber is damaged, and the distal edge is dented. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department lead at the user facility that the customer autoclavable telescope has a ¿chipped lens¿. The customer reported problem was found at reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive force by the customer. Olympus will continue to monitor field performance for this device.